Manufacturer narrative:
One medfusion 4000 pump was returned for evaluation of the reported event. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 5 years old. The physical condition of the device indicated that the top case was chipped in the front corners. Multiple flow and occlusion tests were performed to evaluate the reported issue. The reported issue could not be duplicated. The clutch half's left and right were replaced with lead screw and spring as a preventative measure. The damaged top case was replaced and the pump passed all functional tests.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported the pump gave a plunger error. It is unknown if a patient was involved. No adverse effect was noted.

Manufacturer narrative:
Customer provided additional information stating that reported event occurred during an annual preventative maintenance inspection. There was no patient involved. Customer also notes that the reported event occurred early (B)(6) 2020.